Manufacturer narrative:
(B)(4).

Event description:
The user received questionable ion selective electrode (ise) potassium results for four patient samples from the modular analytics core analyzer serial number (B)(4). Of the data provided, the results for one sample were discrepant. The initial result was 3.7 mmol/l and the repeat result was 4.2 mmol/l. The initial results were reported outside the laboratory. The doctor reviewed the results and questioned them. He did not change any patient treatments due to the erroneous results. Upon evaluation of the analyzer, the field service representative found a leak in the tubing from the rocker arm to the sample mechanism and replaced the tubing. To verify the analyzer operation, the user ran calibration and quality control which passed to the user's specifications. The field service representative ran precision testing which passed within specifications. The user ran six levels of ise calibration verification material and all passed to the user's specifications.